Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite and evaluated the ventilator. He found the ventilator had a transducer fault message that could not be cleared. A new part was ordered and installed. The fsr performed the operational verification procedure (ovp) which passed. The device met all vyaire manufacturer and OEM specifications.

Event description:
It was reported to vyaire that the vela ventilator was alarming transducer fault while in use on a patient. The customer advised there was no patient injury and the patient was moved to another ventilator.

Manufacturer narrative:
(B)(4). A vyaire field service representative went onsite and evaluated the ventilator. He found the ventilator had a transducer fault message that could not be cleared. A new part has been ordered. At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator was alarming transducer fault while in use on a patient.